Event description:
Folcy catheter balloon would not deflate despite numerous attempts to deflate, even cutting the catheter. Catheter was removed with 4cc of fluid in balloon. Patient had small amount of blood after removal of catheter, however urine did clear.